Event description:
Approximately two years and nine months post hvad implantation the patient had passed away during the night and was found on the bedroom floor by the husband the following morning. The husband had fallen asleep in another part of the house and did not hear any alarms. When the coroner arrived at the scene he confirmed that the patient had been disconnected from both power sources. This patient had undergone a percutaneous closure of her aortic valve and as a result would have had no native cardiac output to support her if all power was disconnected. The patient also may have had some dexterity issues following her recent stroke as the husband expressed concern with her ability to manage her power sources. The clinician reported that the patient had "almost completely recovered" from the stroke but details on residual deficits have not been provided. The pump remains implanted in the patient post-mortem, but the peripherals will be returned to the manufacturer for analysis. No autopsy was performed and the cause of death remains unknown at this time. Investigation is ongoing.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route

Manufacturer narrative:
Additional information received indicated that the vad coordinator reported that prior to the stroke the patient was frail, and had declined gradually in overall strength and functional capacity. Following her discharge from inpatient rehabilitation, she remained frail with functional decline but had no apparent stroke-related deficits. The pump remains implanted in the patient post-mortem, but the peripherals have been returned to the manufacturer for analysis. No autopsy was performed and the cause of death remains unknown at this time. Investigation is ongoing. The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
All products included in this investigation were confirmed to have met manufacturing requirements prior to their release and, except for (B)(4), all passed visual and functional testing on their return. (B)(4) failed functional testing due to a faulty internal cell pair. An internal investigation (CAPA) has been open to address the issue and a field safety corrective action (B)(4) has also been distributed to reinforce good power source management. There is no way to conclusively determine if this battery was connected to the patient's controller at the time of the reported event; if it had been and was the only power source in use at the time, this failure may have contributed to the controller losing power and the pump stopping. Log files confirmed multiple losses of power in the month prior to and on the event date as well as multiple times in which only one power source was connected. Patient mismanagement of power sources (reduced dexterity, accidental disconnection of both power sources at the same time) may have also contributed to these events. Testing suggests that the no power alarm on the patient's primary controller would have sounded appropriately during the event. No additional information will be forthcoming. This is one of two reports (3007042319-2014-00527 and 00847) submitted for devices related to the same patient.